Event description:
It was reported that the patient reported a return of pain, a low impedance or short was identified (#3 810, #10 860), and the device battery did not deplete as expected. It was noted that the battery had not been on since on (B)(6) and the patient¿s remote date was set incorrectly to on (B)(6) 2011. Device reprogramming was performed around the impedance issues, and the remote date was updated to the accurate date. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.